Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, bacteremia and an infection of their right atrial (ra) lead. Excisional debridement of subcutaneous tissue of the pocket was carried out. Bleeding was controlled with cautery, anti-biotic irrigation was employed and echocardiogram (echo) was used to monitor the procedure. The ra lead was explanted and sent for culture. No further patient complications have been reported as a result of this event.